Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue. They performed an internal inspection after balloon rupture occurred. No blood infiltration was observed inside the device. The fse checked the operation, and there was no abnormality.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer put in for an inspection request after iab catheterization, there is a rupture in the iab catheter and there was no blood being drawn in the machine. There was no patient harm reported.